Manufacturer narrative:
Complaint has been elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list (B)(4)) is similar to the alinity m resp-4-plex amplification reagent kit (list (B)(4)) sold in the united states. Ticket does not reference a us list (B)(4) lot number.

Event description:
The customer reported via local team they had received positive results with the rsv target for the alinity m resp-4-plex assay. The customer claims that the pcr curves that were generated were not typical of a standard amplification when viewed. Upon further investigation using the luminex magpix respiratory panel, the alinity m resp-4-plex results were not confirmed. The customer confirmed the questioned results were not reported outside the lab, therefore there was no impact to patient management due to this observance. This incident is being reported to FDA because the incident occurred in (b)6) using the alinity m resp-4-plex assay, list number (B)(4), which is the same/ similar to the alinity m resp-4-plex assay, list number (B)(4), which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: three of the four server results logs for the runs in question were reviewed, the other one was not available. The available runs were valid, met assay specification requirements, and no error codes or flags were displayed for the run controls. One of the samples showed an unusual curve. There is no indication that the abbott alinity m resp-4-plex amp kit (list 09n79-90) lot 513861 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott alinity m resp-4-plex amp kit (list 09n79-90) lot 513861 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 513861. The CAPA review was performed to identify any records that were potentially related to the reported complaint for abbott alinity m rep-4-plex amp kit (list 09n79-90) lot 513861 and its components and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: the lot specific complaint history review for abbott alinity m resp-4-plex amp kit (list 09n79-90) lot 513861 was performed and identified seven additional complaints related to the reported issue for the abbott alinity m resp-4-plex amplification kit (list 09n79-90) lot 513861. 6 tickets were investigated with no product deficiency identified. The seventh ticket is elevated for investigation. Several customer complaints have reported discrepant results with abnormal fluorescence/curves across multiple lots of alinity m resp-4-plex amp kit (list 09n79-090). In order to ensure there is no product deficiency for this product, a complaint search and frequency of occurrence calculation was completed to assess the performance of the product in the field. The frequency of discrepant results with abnormal fluorescence/curves for the alinity m resp-4-plex product is 0.06%. According to the alinity m resp-4-plex clinical performance protocol, which was used to validate user needs and product requirements: the negative percent agreement (npa) between alinity m resp-4-plex and the comparators assay shall be 95% or greater (frequency < 5%). The frequency of discrepant results is less than 5% therefore a product deficiency for alinity m resp-4-plex (list 09n79) could not be identified from this analysis. The customer's observation of abnormal curves was verified; however, the occurrences of these results continue to meet our design specifications. Based on the results of the investigation elements, a product deficiency for the abbott alinity m resp-4-plex amp kit (list 09n79-90) lot 513861 was not identified.